Event description:
Patient arrived to cvicu with dopamine tubing attached to extension tubing, wired together with 0.9%ns. Dopamine was never initiated, roller clamp was in down position, blocking off the IV tubing. The IV tubing was removed from the chamber to administer another medication. However, the dopamine tubing remained connected to the extension tubing with the normal saline infusing. Patient experienced a change in heart rate and was not able to move left side. It was found that the dopamine bag was almost empty of its contents, in spite of the roller clamp being in locked position, it was noted; however, that the latch for inside the pump chamber was unlocked.